Event description:
Edwards received information that this aortic bioprosthetic valve, implanted approximately four (4) years and seven (7) months, was explanted due to aortic stenosis. The device was replaced with a 23mm valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was described as "no deterioration of the device was detected. Pannus overgrowth was detected on leaflets, which led to stenosis¿. The device will not be returned for evaluation as it was discarded at the hospital. There were no reported complications.

Manufacturer narrative:
The reported device was not returned to manufacturer as it was discarded at site. Without return of the explanted device the reported clinical observation cannot be confirmed. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.